Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/28/2015. Field service inspection revealed that the exhalation valve was missing rubber ball on boot. The valve was replaced. To verify performance an ovp was run. The unit passed all tests and was released for use.

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). Carefusion has dispatched a field service representative for the evaluation of the device. Once the device evaluation is complete, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Rt [name removed] called in this vent is alarming inop. This happened during performance checks prior to patient use."